Manufacturer narrative:
(B)(4). Eval method: device history reviewed. Results: device history review found the product met specifications when released for distribution. Conclusion: cause of event determined to be related to pt condition. Analysis: upon receipt at medtronic's quality lab, the valve was distorted; oval shaped. Pledgets remained attached or embedded in the host tissue on the inflow. All leaflets were slightly stiff but flexible except where host tissue extended on the inflow and outflow. A tear in the left right commissure appears to have occurred during explant. Glistening off-white pannus lined all leaflets along the tissue and base stitching, onto the inflow margin of attachment, into all inferior coaptive areas and 1 to 4 mm onto all cusps reducing the inflow orifice area. Pannus lined the outflow rail adjacent to all cusps, extending to the left right and right non-coronary stent posts, covering the tops and part of the commissural areas, restricting leaflet movement. Radiography showed no evidence of mineralization in the valve and/or host tissue. Conclusion: the device history record was reviewed and showed that this product met all mfg specification for product released for distribution. No issues were identified that would have impacted this event. Reduced performance of the valve attributed to host tissue overgrowth. These findings are generally considered a pt related condition.

Event description:
Medtronic received info that this bioprosthetic valve, implanted for 4 yrs 8 months, was explanted due to high gradient. There were no adverse pt effects reported.